Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record cannot be reviewed. Results: without the actual product or a lot number, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
Drug/diluent: bupivacaine. Fill volume: 500ml and flow rate: 4ml/hr. Procedure: spinal fusion. Cathplace: back. Patient experienced motor and sensory deficit after placement of catheters for spine surgery. Symptoms dissipated after discontinuance. Date of event: (B)(6), 2011.